Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no hardware or kinetics issues. Ts explained possible causes of discrepant results to customer and reminded them to not retest samples unless they are invalid. Hologic field application specialist (fas) further explained potential causes of sample discrepancies with customer. No further issues reported. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.

Event description:
Customer reported a discrepant sars-cov-2/flu multiplex sample from wl 010082-20220303-05 using assay lot 311640 on panther instrument sn (B)(4). Customer accidentally tested the same sample twice back-to-back; the initial result was a valid positive, and the retest was negative. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. The negative result was automatically reported out, but corrections were made by the lab to manually report the initial positive result with no adverse event or reported patient impact.